Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patients s1 lead migrated following an atv accident. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced and an additional lead was implanted at l4 to improve coverage. Surgical intervention addressed the issue.